Event description:
It was further reported that the doctor took the catheter apart to photograph it, thereby resulting in the burr being detached upon returned of the device.

Event description:
Same case as MFR # 2134265-2012-02292. It was reported that during platforming for a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. An unspecified rotawire guide wire was advanced across the 80% stenosed target lesion located in the heavily calcified and mildly tortuous left anterior descending (lad) artery. The physician used a 1.5mm rotalink plus burr to perform multiple ablations and successfully removed it from the lesion. Next, a 1.75 rotalink plus burr was advanced up to the touhy burst to platform the system. When the foot pedal was depressed to activate the burr, there were a couple of stalls. With the burr spinning at 160,000rpm outside of the patient, the guide wire fractured and separated. However, the physician successfully completed the procedure using another rotawire guide wire and another 1.75 burr. No patient complications were reported and the patient status is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The rotablator plus unit was disconnected on the returned of the device. It was noted that the advancer knob was in a forward tightened position, and the handshake connection was bent. It was also noted that the catheter coil and catheter sheath were separated. A partial kinked guidewire (distal tip missing) was returned inserted in the catheter coil. The guidewire was removed from the coil without any issues. The burr of the catheter unit was detached from the catheter and was not returned. It was also noted that the coil of the catheter unit was broken at the distal end. The sheath was also examined and it was noted that the proximal sheath (near the strain relief) and the mid-section of the sheath was severely stretched and kinked. The dfu states: "if the rotablator advancer stops and the red stall light on the console illuminates, retract the burr and immediately discontinue treatment." Also, "if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve" the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is use related issues. (B)(4).